Manufacturer narrative:
Investigation summary: it was reported that a 27-year-old male patient (151 lbs) with history of previous ablation procedure, underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure a redo flutter line was completed prior to transseptal puncture. A total of (B)(4) rf lesions were applied and the left vein was isolated; then, the anesthesia provider noted and advised the physician that the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echo (ice) soundstar catheter. Interventional cardiologist came into the ep lab to insert a chest tube into the patient to drain an unspecified amount of blood from the pericardial sac. Remainder of the procedure was aborted. The patient stabilized and was moved to the intensive care unit (ICU) for observation. The patient stayed an extra day in the hospital and was discharged fully recovered with no residual effects. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient ((B)(6)) with history of previous ablation procedure, underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure a redo flutter line was completed prior to transseptal puncture. A total of 28 rf lesions were applied and the left vein was isolated; then, the anesthesia provider noted and advised the physician that the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echo (ice) soundstar catheter. Interventional cardiologist came into the ep lab to insert a chest tube into the patient to drain an unspecified amount of blood from the pericardial sac. Remainder of the procedure was aborted. The patient stabilized and was moved to the intensive care unit (ICU) for observation. The patient stayed an extra day in the hospital and was discharged fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related as there was no clear moment when the perforation occurred to determine the cause. The thermocool® smart touch® sf bi-directional navigation catheter, vizigo sheath, acunav, lasso and octopolar his catheters were inside the patient¿s body at the time of the event. It is unknown if there was an effusion prior to the start of the procedure. Transseptal puncture was performed with a st. Jude 407201 transseptal needles brk-1¿, adult, 18 ga., 71cm. There was no evidence of steam pop during the ablation. The thermocool® smart touch® sf bi-directional navigation catheter was used on normal flow settings at 2ml/min in low flow and between 8-15ml/min in high flow at <30 watts and >30watts respectively. A max of 45 watts was used during the procedure. No error messages were observed on any biosense webster, inc. Equipment. The force visualization features used during the ablation included surpoint visitags, tag index, ablation dashboard, force vector, and ablation data streaming to cardiolab. The parameters for stability used with the visitag module were range: 2.5mm, time: 3 seconds, fot: 25% over 3 g and tag size: 3mm radius. Respiratory adjustment was used as additional filter. The color option used prospectively was surpoint automatic color scale.